Manufacturer narrative:
(B)(4). The lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. This device is used for treatment. The manual orthopaedic surgical instruments indicates that instrument sets should be verified for content and functionality prior to use. It also states "visually inspect for completeness, damage and/or excessive wear" and if damage or wear is noted that may compromise the function, a zimmer representative should be contacted for a replacement. A definitive root cause cannot be determined with the information provided. Upon further review of the original rationale not to file a MDR, it has been determined that the rationale was not sufficient and therefore this MDR is being filed.

Event description:
It is reported that the drill bit fractured while drilling. The fractured piece remained in the patient's femur as the surgeon was unable to retrieve it.